Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Male patient reported experiencing foreign body sensation and red eye two or three times after he started using a new unit of consept onestep. He saw an ophthalmologist and received 2 eye drops: fluorometholone and alesion. The doctor did not provide a cause for the patient's symptoms. At the time of calling, the symptoms were not relieved. He reported tablet did not bubble as usual. He opened the unit of consept onestep on (B)(6) 2016. He has used consept onestep before, but has never had such symptoms. This MDR represents the neutralizing tablets used in conjunction with the solution. Two bottles of solution were reported and two separate mdrs will be filed for both lot numbers reported.

Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). Device evaluation: the tablets were returned for investigation. The results obtained for both returned and retained product did not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. The customer's reported event could not be confirmed. Manufacturing record review: a review was performed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records reviewed and found to be in order. The product met manufacturing release criteria. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.